Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and reservoir was attached to a drain. During use, air back flowed between the connector and the anti-reflux valve. The reservoir was changed and it functioned normally. There was no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Upon evaluation, it was verified that the plate was able to be opened and closed without any issue. The device did not have any broken or damaged components that could have affected its function. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.